Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during treatment (tx) complete, at step 9 remove-cassette, of their pd treatment. The fluid leak was not discovered in the pump module area or on the external of the cassette. The cause of the leak is unknown. Additional details were provided through follow-up with the patient. Upon follow up, the patient confirmed the reported event. Per patient at the end of their pd treatment when they were going to remove the cassette at step 9, there was fluid leaking from the cassette door when they opened the cycler door. Per patient prior to their treatment, they had inspected all their supplies, and they did not discover any issues prior to treatment. There was no physical damage to the cassette or solution bags. Per patient there was no fluid leaking from the solution bag or solution bag connection to the tubbing set prior or after their treatment was completed. The reported leak was discovered when the patient had completed their pd treatment and was removing the cassette from the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete treatment on the cycler on the day of the reported event. The patient confirmed having enough supplies to complete their pd treatment. The sample is available to be returned to the manufacturer for physical evaluation. Additional information was requested from the patient¿s peritoneal dialysis nurse (pdrn), however to date has not been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during treatment (tx) complete, at step 9 remove-cassette, of their pd treatment. The fluid leak was not discovered in the pump module area or on the external of the cassette. The cause of the leak is unknown. Additional details were provided through follow-up with the patient. Upon follow up, the patient confirmed the reported event. Per patient at the end of their pd treatment when they were going to remove the cassette at step 9, there was fluid leaking from the cassette door when they opened the cycler door. Per patient prior to their treatment, they had inspected all their supplies, and they did not discover any issues prior to treatment. There was no physical damage to the cassette or solution bags. Per patient there was no fluid leaking from the solution bag or solution bag connection to the tubbing set prior or after their treatment was completed. The reported leak was discovered when the patient had completed their pd treatment and was removing the cassette from the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete treatment on the cycler on the day of the reported event. The patient confirmed having enough supplies to complete their pd treatment. The sample is available to be returned to the manufacturer for physical evaluation. Additional information was requested from the patient¿s peritoneal dialysis nurse (pdrn), however to date has not been provided.